Event description:
It was reported that during a breast procedure, the end of the device broke off into the breast. The collagen was suctioned out successfully. A micromarker was then deployed successfully. There was no patient consequence.